Manufacturer narrative:
One secondary set, unknown manufacturer and model number. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a patient event first thought to be an over infusion was later determined to be a primary set check valve failure during the hospital biomed investigation. No patient harm was reported. The secondary magnesium sulfate bag emptied faster than expected, and the primary infusion drip chamber was found to be completely full. Subsequent lab testing showed that the primary medication bag contained medication from the secondary bag. There was a small air bubble found in the back check valve. Biomed reported that all instruments passed testing and were within specification.

Manufacturer narrative:
The customer¿s secondary check valve failure first thought to be an over infusion was confirmed. Visual inspection showed no anomalies. The check valve was also visually inspected under microscope. It was noted to be assembled in the set correctly, and the silicone membrane was centered. During functional testing fluid and air bubbles were immediately noticed going into the primary bag on the used sample received. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The check valve passed the supplier inspection; disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane or solvent on the check valve component with no damages to the interior of the check valve or to the diaphragm. The customer¿s report of check valve failure was confirmed, however, the root cause of this failure was not identified.

Event description:
The customer reported that a patient event first thought to be an over infusion was later determined to be a primary set check valve failure during the hospital biomed investigation. No patient harm was reported. The secondary magnesium sulfate bag emptied faster than expected, and the primary infusion drip chamber was found to be completely full. Subsequent lab testing showed that the primary medication bag contained medication from the secondary bag. There was a small air bubble found in the check valve. Biomed reported that all instruments passed testing and were within specification.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a patient event first thought to be an over infusion was later determined to be a primary set check valve failure during the hospital biomed investigation. No patient harm was reported. The secondary magnesium sulfate bag emptied faster than expected, and the primary infusion drip chamber was found to be completely full. Subsequent lab testing showed that the primary medication bag contained medication from the secondary bag. There was a small air bubble found in the back check valve. Biomed reported that all instruments passed testing and were within specification.